Event description:
A customer reported encountering an incident where their epiq cvxi ultrasound system became unresponsive during a mitra clip heart valve procedure. The system was restarted to successfully complete the procedure. The patient was not harmed as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the system lockup during a mitraclip procedure. The investigation determined the issue was caused by a race condition in the system¿s software that was triggered when the user quickly pressed other buttons on the epiq system prior to completing processing of the echonav secondary capture screen. A solution for this software defect has been included in a subsequent software release. H3 other text: system logs and workflow were evaluated for this investigation.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported encountering an incident where their epiq cvxi ultrasound system became unresponsive during a mitra clip heart valve procedure. The system was restarted to successfully complete the procedure. The patient was not harmed as a result of the issue.